Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a total lap. Hysterectomy, the surgeon was using the visiport when a small part of the trocar snapped off. It remained in the trocar and did not fall into the patients cavity. There was no blood loss, no injury, no extended theatre time.

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The optical trocar was received. The lens was intact. The device cut cleanly and the blade did advanced without difficulty. The optical trocar passed an air leak test. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did display an increased trend. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.